Manufacturer narrative:
The date of event was reported as ¿over this past week¿. The devices were manufactured 07/09/2019 - 07/10/2019. The actual devices were not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed which revealed the photographs were dark and blurry. The reported issue could not be confirmed or refuted based on the photographs provided. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) units of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.